Manufacturer narrative:
D4: expiration date: lot r22j26048: 10/27/2024. H4: lot r22j26048: 10/27/2022. D4: expiration date: lot r22l14024: 12/15/2024. H4: lot r22l14024: 12/15/2022. H10: a batch review was conducted for suspect lots r22j26048 and r22l14024 and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot : suspect lots r22j26048 and r22l14024 g1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set leaked at the lowest port. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.